Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the pump history showed no alarms outside the range of normal patient use. The last basal delivery was on (B)(6) 2014 and the last bolus delivery was on (B)(6) 2014. The basal and boluses added up appropriately to equal the total daily dose. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The original complaint could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked. The battery cap was not returned, so a test cap was used for the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was an inaccurate delivery issue. It was reported that the patient¿s blood glucose (bg) was over 250 mg/dl, but less than 500 mg/dl with small ketones. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported based on the alleged inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.